Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown size navitor valve was chosen for implant using a large flexnav delivery system ((B)(4)). After the valve was successfully placed, it was attempted to remove the non-abbott guidewire, but the guidewire was trapped in between the valve and the aorta. Then, the nosecone of the delivery system ((B)(4)) was attempted to advance but the guidewire was also caught in the delivery system. It was then attempted to pull the valve and it popped up. Another unknown size navitor valve was successfully implanted using another large flexnav delivery system ((B)(4)). After the valve was implanted, the guidewire became trapped in the replacement flexnav delivery system ((B)(4)). The patient was reported as recovering.

Manufacturer narrative:
An event of the valve migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received:the replacement large flexnav delivery system (8652007) was used to implant another 29mm navitor valve. After the guidewire became trapped in the replacement flexnav delivery system (8652007), both devices were removed together. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was discharged.